Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call low blood glucose levels. Customer's blood glucose level was 53 mg/dl. Customer advised they treated via food. Customer advised micro basals were delivered even though their blood glucose level was below 70 mg/dl. The pump will not be returned for analysis.